Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection, extrusion, and impaired healing are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was set to get their generator and lead explanted because the incision sites are not healing well. It was reported via clinic notes that the patient's lead is coming out of his skin and needs the whole device fully removed and time to heal. Surgery notes were reviewed and stated that the leads are coming out of his neck and is presumed infected. The patient was administered antibiotics prior to any incision. The patient's current lead and previous lead that was implanted, along with the generator were all removed. Five anchor tethers were also removed. The lead was removed as close to the nerve as possible. Information was received that the believe relationship between the patient's wounds not healing well and the vns is related to patient physiology. The believes relationship between the patient's lead extrusion and the vns, as well as the infection is related to the patient's revision surgery as well as patient physiology. Device history records were reviewed for the patient's devices and they passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.